Event description:
It was reported, targeting arm did not line-up with plate. Locking hole numbers have come off. Doctors had to percutaneously put every screw in under flo.

Manufacturer narrative:
It is not known at this time if the device will be returned for eval. Additional info has been requested and if received will be provided on a supplemental report.